Event description:
Ous MDR - dislodgement of the rv lead with increase of pacing threshold was noted. Thorax x-ray confirmed the dislodgement. A lead revision was on (B)(6) 2014, and the lead revision was successfully done on the same day, extraction of old lead without complications.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore, based on the existing production documents. The production process of this lead was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In summary, there is no indication of a manufacturing error.